Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Correction: medwatch filed in error as event was previously reported. Initial medwatch of this supplemental, corrective MDR is being redacted as it is a duplicate medwatch. See manufacturer report # 2182207-2008-01883.

Event description:
It was reported that the patient felt a ¿shocking sensation¿ complaining that the device shocked the patient¿s abdominal wall. The device was planned to be replaced on (B)(6) 2008. Cause and patient outcome were not given. Additional follow-up is being conducted to obtain this information. If any additional information is received, a supplemental report will be sent.